Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing no aspiration during phacoemulsification. The procedure was completed without patient harm.

Manufacturer narrative:
The system was examined and no problems were found. The system was manufactured on february 9, 2006. Based on qa assessment, the product met specifications at the time of release. No problems were found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).